Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel via femoral access, while inserting the distal end of a 2.5x33 rx xience xpedition stent delivery system (sds) into a co-pilot bleedback control (bbc) valve, resistance was felt and, though no force was applied, the stent dislodged proximally onto the distal shaft before completely entering the copilot. It was then noted that the copilot bbc valve had been overly tightened and was consequently loosened. The distal portion with the partially inserted stent of the sds were then pulled out of the copilot bbc valve without issue and a new same sized rx xience xpedition was able to be inserted into the same copilot bbc valve without issue and was successfully used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: open the rotating hemostatic valve as wide as possible. Based on the information reviewed, there is no indication of a product deficiency.